Manufacturer narrative:
The subject device was returned to olympus for repair evaluation. The customer¿s reported issue was confirmed as no image displayed due to a defective ccd. Additionally, the cable unit is cut. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly

Event description:
Olympus was informed that when the customer high-definition autoclavable camera head is plugged into the processor the image ¿stays black, no picture¿. The customer¿s reported problem was found during a therapeutic procedure. The camera was replaced, and the procedure was completed with another similar camera. No death or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the image was not displayed after the cable was replaced, it is likely the event was caused by the camera head (faulty charge-coupled device). The root cause of the fault could not be determined. Olympus will continue to monitor field performance for this device.